Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) sensor paired and displayed glucose on the dexcom but did not provide readings on the ilet pump, with the pump remaining in sensor pairing mode despite correct code entry and standard troubleshooting; the event aligns with an intermittent communication failure involving the pump¿s electrical and magnetic subsystem, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet pump consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.